Event description:
Dexcom was made aware on 08/03/2023, that approximately on (B)(6) 2022 the patient experienced a skin reaction. It was reported that the patient experienced skin reaction on the insertion site. Initially when she removed the sensor her skin came off on the sensor patch adhesive. She applied topical hydrocortisone cream to the area. No other treatment details were provided. Three months later the scar (marks) remained. At the time of the call with medical safety on (B)(6) /2023, she stated that she also had scarring from other sensor sites on her abdomen and arms for sensors placed between 2019 and 2022 and had consulted her hcp (healthcare provider) for treatment suggestions. She had used topical products to minimize formation of a scar. She stopped using the dexcom cgm (continuous glucose monitor) sensors in (B)(6) 2023. At the time, the patient also used a tandem insulin pump. Although the patient had a photo of the scarring, she declined to provide the photo. The scar was present more than 3 months after the skin reaction occurred, and although requested, no other patient or event details were provided. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).